Event description:
Customer reported that device over delivered by 50 to 600cc during tpn runs. Total delivered display shows overdeliveries regardless of which stations are in use. Customer also reported a loose orange rotor and sticking grey rotor. This device is also reported to have a random alarm code occur that stops the run. This device is used to compound tpn and is not connected to the patient. The affected solution was not used and there is no report of any patient incident attributed to this device.

Manufacturer narrative:
An evaluation of the device has not been completed at the time of this report. A replacement device has been provided to the facility with the expectation that the device involved in this event will be returned for testing. A follow up report will be submitted upon completion of the evaluation.